Manufacturer narrative:
(B)(4).

Event description:
"After some robot hysterectomies, we not some vaginal lacerations." "We do realize that it could be due to the ruminant or simply removal of the uterus."